Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a j&j employee. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of sfx x20 torque driver shaft, p/n: 289410300, was heavily worn. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed worn of sfx x20 torque driver shaft, p/n: 289410300 would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for sfx x20 torque driver shaft was conducted identifying that lot number nw276594 released in three batches. Batch1: lot qty of (B)(4) were released on 30 jul 2021 with no discrepancies. Batch2: lot qty of (B)(4) were released on 05 aug 2021 with no discrepancies. Batch3: lot qty of (B)(4) were released on 05 aug 2021 with no discrepancies. Supplier: (B)(4) as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in portugal as follows: it was reported that a loan orthokit arrived to local distribution center (dc) with a device that has the tip damaged. During manufacturer's investigation that the tip of sfx x20 torque driver shaft, p/n: 289410300, was heavily worn. This report is for one (1) sfx x20 torque driver shaft this is report 1 of 1 for complaint (B)(4).